Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device would not power on to charge and shock. Physio determined that the cause of the cause of the reported issue was due to the digital pcb assembly. Resistor, designator r35, had process residue that caused excess leakage current.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).